Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to first of three cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snare was unable to cut the polyp. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.